Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was having high blood glucose level. Customer's blood glucose level was unknown. Customer went to her doctor regarding her high blood glucose, the doctor changed her basal rates but was unable to lower her blood glucose level. Customer received a new replacement insulin pump and was experiencing low blood glucose level with the same settings from her previous device. Customer was able to stabilize her blood glucose level after changing the settings. Customer mentioned that her eyesight and feet are damaged. Customer will not be returning the device for analysis.